Event description:
It was reported that the groshong catheter had a pin hole in it. The catheter was placed on (B) (6) 2009 and the problem was noticed on (B) (6) 2009; the patient was taken to theatre and the line was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.